Manufacturer narrative:
All available information was investigated, and the reported issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). The reported unexpected medical intervention appears to be due to case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Weight: estimated weight. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to a steerable guide catheter leak. It was reported that on (B)(6) 2021, a mitraclip procedure was performed for functional mitral regurgitation (mr) grade 4. The steerable guide catheter (sgc) was prepped per instructions for use (IFU) without any issues. Once the sgc was positioned, without any unusual resistance or issue, the sgc fluid column was not holding. Aspiration was performed as preventative treatment. No air had been observed. The device was removed without further issues and a new steerable guide catheter was successfully used in replacement. One mitraclip was implanted, reducing the mr to grade 1. There was no adverse patient effect and there was no clinically significant delay. No additional information was provided regarding this issue.